Event description:
On (B)(6) 2011, patient reported the insulin cartridge chamber area on the infusion device has insulin on the inside. Patient stated she used a cotton swab to dry the insulin. Patient reported she is unsure where the leak is coming from. Infusion adapter has been used outside of specification. Patient stated the connections were all secure and there is no crack visible. Patient changed the infusion adapter but is not sure of the age of the adapter. On follow up call on (B)(6) 2011, patient confirmed she believed there was a leak. Patient reported the leak is no longer occurring and that everything is working well. Patient discarded the alleged accessories. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.